Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was found deployed after a mandrel was advanced through the non-stryker catheter. Blood was noted on the sdw. The sdw was found kinked/bent and the introducer sheath was damaged. During functional testing, the stent was found deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the stent was prepared as per dfu and continuous flush was maintained throughout the clinical procedure. The sdw was kinked bent, the stent was deformed and was deployed in the returned non-stryker catheter. The patient¿s anatomy was very tortuous which may have contributed to the issue. The introducer sheath was found to be damaged and may have contributed to the issue. Based on the event description and the analysis finding, the reported issue was confirmed. The as reported as well as the as analyzed issues was assigned procedural factors as this complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
Analysis of the returned device found that the stent was prematurely deployed inside microcatheter shaft. There was no clinical consequences to the patient as a result of this event.